Manufacturer narrative:
The device has been rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a burn smell. It was reported that prior to patient use, when the ac power cord was plugged into an ac power, a burn smell was noted. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.